Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2023. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 37 and 48 hours on the arm. It was noted that the cannula has dislodged from the infusion site. The patient was treated by the medical staff while in transit to the hospital (specific treatment was not provided). Additional information was solicited, but unavailable. Hyperglycemia was treated with a new pod and correctional bolus. Patient was released the following day on (B)(6) 2023.